Manufacturer narrative:
The device history record for the reported lot number, 0202361810, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. The actual used device involved in this report was not returned, it was reported the device was disposed of. Three companion devices were returned. The three pumps were received in the unopened original packaging. No root cause could be determined. All information reasonably known as of 25-sep-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4). Three unopened devices received.

Event description:
Fill volume: 241 ml. Flow rate: 5 ml/hr. Procedure: unknown. Cathplace: upper arm/pass port access. It was reported a fast flow event occurred. The device infused 13-hours earlier than expected. There were no reported side effects. Additional information received (B)(6) 2017 stated the pump was supposed to be completed in 46-hours however the pump emptied in a 28-hour period. Therefore the pump completed 18 hours early. The patient was doing well and was in stable condition. The patient did not suffer any adverse effects as a result of the incident. It is unknown where the pump was located during the infusion. No additional information was provided.